Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's wife reported via e-mail of the absence of no delivery alarms and that the batteries drain quickly. The caller also reported that the insulin from the insulin pump has not been effective in lowering the customer's high blood glucose levels. The customer's blood glucose level was unknown. The caller declined to speak with the 24 hour help line and nothing was replaced or returned.